Event description:
In 2008, the pt reported that while inserting a new insulin cartridge into his infusion device, the cartridge "came apart" causing a large amount of insulin to spill into the cartridge compartment. The pt was advised to switch to his backup infusion device. He stated that he had an appointment with his trainer and preferred to receive face-to-face assistance. Upon follow up later, the pt stated that the trainer assisted him with switching to his backup infusion device and he was educated on changing the insulin cartridge. No physiological effects were reported. Product was replaced, and requested to be returned for evaluation.